Event description:
It was reported that after charging the implantable pulse generator (ipg), the program was switched from adbs to cdbs. The cause is unknown, but it is very unlikely that the change was made by the patient. The settings were changed back using the physician programmer (cdbs¿adbs). The issue was resolved at the time of this report. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.